Event description:
It was reported that a 2.5 x 12 mm xience xpedition was being prepared for use and when the package was opened and the protective sheath removed, the stent dislodged with the protective sheath onto the stylet. There was no resistance removing the protective sheath. Another xience xpedition was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The dislodged stent implant was returned for evaluation, thus confirming the complaint. Based on visual and dimensional analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.